Manufacturer narrative:
A class ii voluntary recall # r-2012-05 was initiated on august 6, 2012 for package integrity issue. (B)(4).

Event description:
Reporting a post op infection on male patient from a (B)(6) 2012 procedure. Dr. Stated it is a "very unusual infection" and he had to remove anchors from the bone. A #(B)(4) twinfix ultra ha 5.5 w/2 ub blue & blk and a #(B)(4) fp pk 5.5mm suture anchor, were removed from the patient because of this infection. After numerous post-op office visits there was increased swelling in the left shoulder. After 3rd visit - no change in condition. At 4th post-op visit to clinic; aspiration of fluid was sent to lab; no organisms found. However patient sent to operating room for irrigation and drainage. Upon 5th post-op visit patient had another irrigation and drainage of wound; 2 anchors were removed and sent for culture. Cultures grow scan (B)(6) susceptible to vancomycin. Cultures of anchors has no growth. Patient started on IV. No further information is available.